Event description:
Device report 1 of 2: reference MFR report: 1627487-2011-09110. The pt received the scs system including two percutaneous leads (from two different lots) on (B)(6) 2010. It was reported that the pt is unable to increase stimulation on his programs using the pt programmer. The pt is scheduled to meet with the sjm representative for reprogramming. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.